Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an axial lumbar interbody fusion, posterior spinal fusion, and bilateral foraminal decompression. During the surgery, rhbmp-2/acs or puregen was used, as well as a cage. Sometime postop, the patient experienced pain, ¿which was worse than the pain he experienced before undergoing surgery¿. On (B)(6) 2010, the patient underwent a ¿lumbar laminectomy, a lumbar foraminotomy and a lumbar spinal stenosis¿. Postop, the patient experienced ¿experienced severe pain to his back and stomach and had to call 911 to assist him¿. Medical personnel determined ¿his intestinal wall ruptured due to the first surgery¿ and ¿immediate stomach surgery was necessary¿. Patient reportedly had 6 inches of his intestines removed and was hospitalized for 9 days after the surgery. Patient has not treated with surgeon since (B)(6) 2011. Currently, the patient reports experiencing back pain and numbness. His right leg drags and bending causes his back to collapse.